Manufacturer narrative:
The device currently remains implanted. Should further information be provided or if the device is sent back for analysis, this report will be updated.

Event description:
It was reported during ongoing use, the device was showing premature battery depletion. As of last year, the device was showing 5.5 years remaining and during the most recent follow-up, it was showing 1 year remaining. A save to disk is being provided for technical services to review the data and determine the longevity of the battery. No adverse patient events were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported during ongoing use, the device was showing premature battery depletion. During a previous follow-up to check the battery longevity, the device was showing 5.5 years remaining. During the most recent follow-up, the device's battery longevity was showing 1 year remaining. Therefore, the device was explanted and replaced. No adverse effects to the patient were reported.